Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced shortened battery life. The device continued to charge and function normally, and the user was advised to charge the ilet daily for at least 15 minutes. A replacement device was offered if the issue persists. No hospitalization was required and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.